Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the yellow lever sensor did not work. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated blocks: h3 and h6. The reported complaint could not be confirmed. During laboratory analysis, the product surveillance technician (pst) could not duplicate the reported complaint. The pst connected the yellow level detector to lab use only (luo) testing equipment and attached the reservoir as described in the instructions for use (IFU) and no issues were observed. The system was left operating for a few hours and there were no errors throughout use. The sensor was then attached to a test fixture and tested on both the thin and thick wall of the fixture and operated as intended. It was determined that the yellow level sensor operated as intended. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.